Manufacturer narrative:
D6b explant date provided.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 69-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure/cardiogenic shock, cardiomyopathy, in scai stage d shock, on an intra-aortic balloon pump (iabp), and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), the patient had epistaxis. Bivalirudin was held and rhinorocket compression applied, which resolved the issue. The post-procedure outcome is unknown. The impella functioned at p-6 at 4.0l/min as intended. Bleeding is a known risk due to the impella's anticoagulation and purge requirements.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. The cause of the injury was not determined due to insufficient clinical details.